Event description:
Information received a smiths medical intubation/accessories malfunctioned. The complaint indicated that during tracheostomy swim connection was open to be fitted to the tracheostomy tube and suction pot cover was missing creating an air leak. The cover could not be found and when the consultant turned the swivel connector around and the port cover was inside the swivel connector creating a potential obstruction. This was not used on a patient and found to be prior to implanting but saw a risk for possible obstruction if had not seen the clear plastic inside the connector.

Manufacturer narrative:
Other, other text: one used sample was returned for evaluation. The device was examined; this showed no missing or damaged components. The reported issue could not be confirmed during investigation. The manufacturing facility performed a review of the manufacturing process. The review showed this device type is 100% inspected for the presence of the clear cap and proper orientation of the cap. The root cause of the issue was not confirmed with the returned device; the returned device was found to meet with specifications.